Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("for a few years, about 4 years and mainly this year painful menstrual bleeding") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2018 she experienced dysmenorrhoea (seriousness criterion medically important), migraine ("for a few years, about 4 years and mainly this year migraine"), myalgia ("for a few years, about 4 years and mainly this year muscle pain"), memory impairment ("for a few years, about 4 years and mainly this year memory disorder"), sleep disorder ("for a few years, about 4 years and mainly this year sleep disorder"), back pain ("for a few years, about 4 years and mainly this year lower back pain") and heavy menstrual bleeding ("for a few years, about 4 years and mainly this year heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, migraine, myalgia, memory impairment, sleep disorder, back pain or heavy menstrual bleeding. The reporter commented: for a few years, about 4 years and mainly this year, migraine, heavy and painful menstrual bleeding, lower back pain, muscle pain, memory and sleep disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-sep-2022. The most recent information was received on 05-oct-2022. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('for a few years, about 4 years and mainly this year painful menstrual bleeding') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient experienced dysmenorrhoea (seriousness criterion medically significant), migraine ("for a few years, about 4 years and mainly this year migraine"), myalgia ("for a few years, about 4 years and mainly this year muscle pain"), memory impairment ("for a few years, about 4 years and mainly this year memory disorder"), sleep disorder ("for a few years, about 4 years and mainly this year sleep disorder"), back pain ("for a few years, about 4 years and mainly this year lower back pain") and heavy menstrual bleeding ("for a few years, about 4 years and mainly this year heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, migraine, myalgia, memory impairment, sleep disorder, back pain and heavy menstrual bleeding had not resolved. The reporter provided no causality assessment for back pain, dysmenorrhoea, heavy menstrual bleeding, memory impairment, migraine, myalgia and sleep disorder with essure. The reporter commented: for a few years, about 4 years and mainly this year, migraine, heavy and painful menstrual bleeding, lower back pain, muscle pain, memory and sleep disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.